Event description:
Procedure: hysterectomy.according to the reporter: a surgeon was using the device and the needle broke in half inside the patient abdomen. The surgeon was unable to find the broken half of the blunt needle. An x ray was taken in the operating room. No further information has been made available.

Manufacturer narrative:
(B)(4).